Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bed sores under the lifevest equipment. Patient described the area as bed sores under the vibration box about 2 inches across. There was no alleged device malfunction contributing to the sores. The patient¿s physician prescribed a balmex for the sores. Follow up indicated that the sores improved.